Manufacturer narrative:
The device reported in this event was confirmed to be a elliptical acetabular cup size 58. This device is not manufactured by stryker. No further investigation is required.

Event description:
Patient fell and resulted in a periprosthetic fracture - we removed cup and stem and replaced with a tritanium primary shell and a restoration modular stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell and resulted in a periprosthetic fracture - we removed cup and stem and replaced with a tritanium primary shell and a restoration modular stem.